Manufacturer narrative:
A partial lead with the connector pin measuring 18.4cm was returned for analysis. External insulation abrasion was noted at 15.7-15.9cm and 20.0-20.5cm from the connector pin, consistent with lead friction to the cid can. The etfe coating was intact at these locations. External insulation abrasion was noted at 8.4-8.5cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. External insulation abrasion was noted at 11.9-12.6cm, and 17.8-18.3cm from the connector pin, consistent with lead friction to the ICD can. Externalized conductors due to external insulation abrasion were noted at 12.5-14.7cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for a normal device change out. During the procedure the right ventricular lead exhibited externalized conductors. The lead was explanted and replaced. The patient was stable post procedure, and will continue to be monitored.